Event description:
Received report of tpn solution leaking from the cassette during the infusion. The pt is receiving 3 in 1 tpn solution 670 ml to infuse over 9 hours daily at nighttime. Customer reported that the next morning the pt's relative noticed the pt's bed to be soaked and found an unspecified amount of tpn solution leaking from the cassette seeping into the pump. It was reported that the pt's relative chnaged to several tubing sets but the leaking still continued on each of the sets used. Customer reported that "the pt lives in a remote area and replacement supplies will not reach the pt's home for a couple of days yet". Customer had done several attempts to contact different pharmacies locally to provide the pt with tpn solution and tubing sets but to no avail. Customer contacted the physician and received an order to "hold the infusion at present time until the supplies are available". Customer stated that the relative requested "for peace of mind to take pt's child to the hosp just to make sure that everything is fine". The pt was brought to the hosp by the relative for observation and was sent home later the same day without problems. There were no known treatments or tests reported while the pt was in the hosp. No pt adverse effects occurred. The therapy was resumed as soon as the supplies were received in 2000.